Event description:
Customer reported that the insulin pump alarmed button error. Customer stated he was in the hot tub and the insulin pump fell under the water. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm during testing. Unit had minor scratched display window, cracked case at display window corners, battery tube threads and cracked reservoir tube lip.